Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed no abnormalities and the lead tip was intact and undamaged. The allegation of dislodgement was not confirmed through product testing. The lead was found to have met specification and no problem was identified.

Event description:
It was reported that shortly after an implant procedure, this left ventricular (lv) lead had dislodged. Additional surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported. This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that shortly after an implant procedure, this left ventricular (lv) lead had dislodged. Additional surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.